Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during the fill tubing process, insulin was not observed exiting the end of the tubing. The customer then changed the longer portion of the tubing and observed insulin faster than expected after delivering 10.2 units of insulin. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the customer was guided through the load process and observed insulin in the tubing and an air bubble. The air was primed out of the tubing and the customer resumed insulin delivery.